Manufacturer narrative:
Evaluation of the device involved in this event is anticipated. A follow-up report will be submitted once the results of the evaluation are available.

Manufacturer narrative:
The device was evaluated by a cross-functional engineering team and failure analysis was performed to include sem and eds analysis. Sem imaging showed very shallow pock marks and subtle longitudinal scoring and radial striations (likely the negative impression from the inside of the marker band). The radial striations indicate that the adhesive was in full contact with the inner surface of the marker band. Eds analysis revealed elements consistent with talc (used in production). A review of the lhr for the device revealed no issues during the production of the device that would have caused or contributed to the marker band becoming dislodged during the procedure. Per the physician, this was an isr case with significant calcification. It was the nature and complexity of the case that led to the marker band dislodging from the catheter.

Event description:
This was an isr coronary vascular intervention case to treat cto in the mid rca using a femoral approach. A 1.7 elca eccentric (117-205) entered the rca to begin ablating two calcified plaque of isr in the mid segment, trains of 40/40 and 60/40 were attempted. This catheter would not pass so a 0.9x80 elca (110-004) was used at 40/40 and was successful. A 1.7 elca (117-016) was then used in multiple trains at 40/40 and 60/40 and successfully ablated and passed the first of two lesions. Multiple attempts were used in ablating the second lesion, however, these attempts were unsuccessful. Upon removal of the catheter, it was identified that the radiopaque marker tip of the catheter was dislodged and remained in the vessel. Snaring of the piece in the vessel was unsuccessful; the tip was later removed using a 1.5 x 20 ptca balloon by trapping it on the balloon with inflation. This case did not result in any injury and the patient was discharged per operative plan.